Manufacturer narrative:
A philips remote service engineer (rse) logged into system and found issues in the logs. The rse was unable to determine cause remotely; therefore, an onsite visit was needed to further investigation. The rse made multiple attempts to reach the customer; the customer was unable to be reached. No further information was provided. Based on the information available and the testing conducted, the reported problem was confirmed, due to issues noted in the logs. However, the cause of the reported problem was not able to be determined. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information and service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that data is not being transferred to the central monitor; this was affecting 4th and 5th floors. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.